Event description:
It was reported to target that during a "gdc" coil embolization procedure the coil did not detach and when the physician tried to remove it, it stretched and broke. The stretched and broken coil remains in the vessel (from "ccf" to arota). The condition of the pt after the procedure was unstable, but it could not be said that it was totally because of the non-detachment of the coil, nor due to the procedure time. There were no additional interventions performed. The physician did not try to remove the coil from the vessel because he thinks that the possibility of thrombus on stretched coil is quite low. He wants to watch the pt for a while. Through a follow-up by a company representative on 10/08/1999 target was informed that the condition of the pt was stable.